Manufacturer narrative:
Concomitant medical products: cdhfa500q crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The leads were removed and later replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.